Event description:
A site reported that a pt went into ventricular fibrillation at approx 12 am, and the device did not provide an audible alarm. The patient's ICD (implantable cardioverter defibrillator) reportedly fired. Resuscitation measures were taken, however, the pt subsequently expired. The biomed on site tested the unit and no failures were detected.

Manufacturer narrative:
Ge healthcare received log files for investigation. The device asserted the following alarms for the pt in question: 00:03:41 acc vent (warning), 00:03:46 v-brady (critical), and 00:03:52 pause (critical). The alarms sounded at 40% volume at the cic and were silenced by the user at 00:03:47, 00:03:50, and 00:03:57. The system asserted pvc and couplet alarms at 00:05:07 and 00:05:19, respectively, and after a relearn request by the user at approx 00:05:30, the following alarms were asserted: 00:05:40 vt>2 (warning), 00:05:54 v-brady (critical), and 00:06:22 vtach (critical). These alarms were silenced by the user at 00:06:27 and 00:06:28. After a relearn request by the user at approx 00:06:35, the following alarms were asserted: 00:06:58 v-brady (critical), and 00:07:03 pause (critical). These alarms were silenced by the user at 00:07:05, after a relearn request by the user at approx 00:07:10, the system asserted a vtach (critical) alarm at 00:08:06 along with several lower priority pvc alarms, the user silenced the vtach alarm at 00:08:14. Another relearn request by the user occurred at 00:08:25. There were no more significant alarms until a pause (critical) alarm occurred at 00:22:25 which was silenced by the user at 00:22:27. Finally, an asystole (critical) alarm occurred at 00:22:51 and was silenced by the user at 00:22:53. The log file analysis confirms that warning and crisis level alarms were sounded at 40% volume for the events, and that the user continuously interacted with the system, silencing alarms. Testing by the biomed team on site revealed no failures of the system. Investigation concludes the system operated as designed.